Manufacturer narrative:
This report is submitted december 12, 2016.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea. Subsequently, revision surgery was performed (date not reported) to correct the placement of the array. The implanted device remains.